Manufacturer narrative:
H3: product analysis #(B)(4), lot# 0712261w, qty# 02nos. After visual and optical examination, it appears that threads of the screw are damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: g8590855, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: g 8590855, serial/lot #: (B)(4), ubd: 06-mar-2027, UDI#: (B)(4). Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with a fusion therapy. It was reported that 19 years ago, correction and plif was performed for spondylolisthesis occurred at l5/s. This time, the vertebral body of l4/5 slipped 40 degrees, so it was necessary to correct and fix. It was the reoperation for the operation performed for correcting spondylolisthesis occurred at l5/s. At first, it was planned to place a reduction screw at l4 and perform rodding by continuing using m8 at l5 and s, but the physician wanted to use the screw with movable head, so it was decided to replace the screw at l5 just before the operation. However, the break-off of the set screw on one side was not performed, so the rod was removed and solera was used instead. There was a delay in procedure for less than 60 minutes. Plif was performed, but the cage on one side had been placed while the patient was lying down because before rotating, the screw could not be reattached after it was removed. It was suggested to take out the cage once and then insert it again and place it after turning it 90 degrees. But the physician said that it was okay if a spacer could be placed, so the procedure was performed as the physician's judgment. It was the case that the cage could not be rotated on the one side of l5. After the screw was inserted, the pedicle was cut out during rodding and bleeding occurred. The screw was replaced. The surgeon wanted to place the screw at s as it was, but the set screw did not engage well and it had to replace the screw. Product was explanted. The device will not be replaced and there was no fragment left or contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event.